Manufacturer narrative:
Sensor 3mh0027vvvr has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software and a new issue was observed. Sensor was found to be in state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. Linearity testing was performed and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc freestyle libre 2 sensor which were higher than how she felt. The customer self-treated with 4 units of insulin based on these high readings and subsequently experienced symptom of sweating. The customer was taken to the hospital and received intravenous glucose for a diagnosis of hypoglycemia. Post-treatment, a glucose reading of 50 mg/dl was reported from an unspecified meter. No further details were provided. There was no report of death or permanent injury associated with this event.